Manufacturer narrative:
Device passed the displacement test but prime or fill anomaly during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported insulin shooting out during manual priming. The customer was advised to attach a new infusion set and reservoir and re-start the priming process. The customer reported the insulin did not continue to drip. The customer reported the motor did not slow down and the numbers did not ramp up on the screen. The customer does not recall receiving a compromised force sensor alarm, but did confirm the drive support cap was sticking out, the customer was advised to revert to back up plan. The insulin pump will be returned for analysis.